Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 23mm sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. After valve deployment, a paravalvular leak 4+ was detected by echo tee. Then, a valve post-dilatation was performed with a 21mm balloon first and, with a 23mm balloon later. After valve post-dilatation, the was still mild paravalvular leak. Therefore, it was decided to perform a valve-in-valve (viv) with a second 23mm sapien 3 ultra. After viv, the paravalvular leak had disappeared, the pressure recovered perfectly. The patient outcome was great. As per medical opinion, the root cause of the event is the highly calcified raphe.

Manufacturer narrative:
The investigation is in progress. A supplemental will be submitted upon completion. Device remained implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of paravalvular leak was unable to be confirmed due to unavailable of relevant imagery and medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''after valve deployment, a paravalvular leak 4+ was detected by echo tee. Then, a valve post-dilatation was performed with a 21mm balloon first and, with a 23mm balloon later. After valve post-dilatation, the was still mild paravalvular leak. Therefore, it was decided to perform a viv with a second 23mm sapien 3 ultra. After viv, the paravalvular leak had disappeared'', and ''as per medical opinion, the root cause of the event is the highly calcified raphe''. It was also noted that the patient had a bicuspid raphe dominant valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, patient had bicuspid native aortic valve with highly calcified raphe, which could have challenge to deploy the valve to seal against the target site (native annulus) due to the non-circular shape of landing zone and irregular contact between valve and target site, resulting in paravalvular leak. Per bicuspid aortic valve screening training manual, ''calcification burden should be assessed prior to implant as it may be responsible for the following: pvl'' and ''take into consideration extremely calcified raphe, calcium in the center of the annulus, and small hooks of calcium when working up bicuspid patients''. As such, available information suggests that patient factors (bicuspid native valve with highly calcified raphe) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/product risk assessment (pra)) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.